Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 25mm navitor vision valve was selected for implant using a flexnav delivery system (ds). The patient has a prior medical history of aortic stenosis with mean gradient of 40mmhg. The patient's aortic valve angle was measured as 44 degrees. Pre-implant balloon valvuloplasty (pre-bav) was performed using a 18mm, non-abbott balloon. During the procedure, at 80 percent, the valve was placed at a depth of 3mm on the non-coronary cusp (ncc). At release, the valve migrated deep in the left ventricle (lv) at a depth of 20mm. The valve was able to be implanted in an optimal position. A snare was used to reposition the valve, but it was not successful. A surgical intervention was performed to remove form the patient's anatomy then a surgical aortic valve replacement was performed. The implanter believes the cause of migration to be due to poor calcification and tension on the ds. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.